Event description:
Anesthetic agent delivering at the wrong concentration. This same machine was involved in another event. Biomed was in or to evaluate issue of ett not functioning and it was noted that ett issue was placement problem not defect, but he and md noted that the machine was not delivering anesthetic agent at correct concentration.======================health professional's impression======================the anesthesia unit was removed from service and repaired by replacing the fresh gas module. This module controls the percentage of anesthetic agent delivery, and has the calibration constants and the atmospheric pressure. After repair, the unit was calibrated and returned to service. Note: this change did not occur when the mfg. Came to evaluate machine initially with the first occurrence. They found no defect.